Event description:
The patient was implanted with a left ventricular assist device. The clinician at the hospital reported that the patient was recently discharged for gl bleeding admission requiring approximately 6-8 units of packed red blood cells (prbc's). No active bleeding was seen on esophagogastroduodenoscopy (egd), c-scope, or balloon enteroscopy. The patient's international normalized ration (inr) levels will continue to be monitored including any signs of bleeding. The patient's inr goal was changed to 1.5-2.0.

Manufacturer narrative:
The patient remains on-going on vad support and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.